Event description:
This ra lead was implanted on (B)(6) 2005. A call to technical services placed on 11/14/2013 stated that on (B)(6) 2013, the patient reported to hospital due to pocket erosion. The physician planned system extraction on (B)(6) 2013. Additional information received in medical records states that the patient died during explant procedure. The physician was (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).